Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the issue was resolved with the new pump implant. It was noted that the explanted pump was discarded of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving unknown medication via an implanted infusion pump. It was reported that a pocket revision was being performed on the date of report because the patient was not comfortable with where the pump was currently placed. It was confirmed that there was no issue with the pump, catheter, or therapy, but the hcp wanted to move the pump to the other side ofthe abdomen and switch it for a smaller pump to make it smaller for the patient. The hcp started with a spinal segment that was 28.1cm and then they trimmed off 4.5cm for a total spinal segment of 23.6cm. The entire old catheter was removed and a new pump segment was trimmed from 73.7cm to 62.7cm.